Manufacturer narrative:
Concomitant medical products: product ID addr01 ipg implanted: (B)(6) 2010.

Event description:
It was reported that one day post implant of a device and right ventricular (rv) lead, the patient presented to the emergency department with a heart rate in the 40¿s. The device pacing rate was lower than the programmed rate and when a magnet was applied to the newly implanted device and the rate remained in the 40¿s. Loss of capture on the rv lead was confirmed. The lead was explanted and replaced and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.